Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had experienced some bleeding for approximately a month prior to admission to the hospital. The physician ruled out infection. A rbc scan was then performed, it could not rule out a leak from the lvad. As a result, the decision was made to exchange the lvad, a few days after the pump was exchanged, the surgeon reported that he noticed the white suture holding the bell housing on the inflow valve together was not intact. A hole was visible in the inflow valve conduit and the patient was actively bleeding from the hole. The patient remains on lvad support.